Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three opened and used enlite sensors. Performed visual inspection and found sensor's cannula bent. One sensor electrode split from infusion set. Unable to confirm customer if customer received sensors in said condition due to customer returned them open and used.

Event description:
Customer reported that she received a change sensor alert and when the sensor was removed, she noticed the sensor was bent. The blood glucose reading was 194 mg/dl. Nothing further was reported.